Manufacturer narrative:
(B)(4). Evaluation of the incident antenna confirmed it was broken. The instructions for use state to use a scalpel or electrosurgical pencil to expand the insertion point if resistance is met. Although the antenna is flexible, using force to break through an obstruction may lead to breakage and possible injury to the patient. Do not apply excessive lateral or rotational force during insertion or extraction of the antenna. Doing so may lead to breakage of the antenna and injury to the patient or user.

Event description:
The customer reported that during a percutaneous renal ablation procedure, the antenna broke. The broken piece was retrieved from the patient without any injury. Another antenna was used to completed the procedure.